Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that, prior to the alarm, his friend had pushed him into the pool. The customer's blood glucose was 256 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer stated that he did not have an available back-up plan due to a lack of manual injections. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform the occlusion test due to button keypad anomaly. No moisture damage found inside the insulin pump. The insulin pump has cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.